Manufacturer narrative:
Three attempts have been made to contact the account regarding a resolution to this complaint with no response.

Event description:
Account alleged that the bed was not working. No injuries. Account replaced the cable and when he presses functions, the bed has unintentional movements.